Event description:
It was reported that the procedure performed was to treat an unknown vessel. A 300cm hi-torque (ht) command es 14 guidewire broke inside a non-abbott microcatheter. The ht command guidewire and microcatheter were removed as one piece. A new ht command guidewire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported broken guide wire was observed as a core separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, a definitive cause for the reported difficulty could not be determined. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with the microcatheter, and/or interaction with challenging anatomy. The observed scraped teflon coating was not reported which likely occurred due to an interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.